Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis patient that an air detected in cassette warning occurred during drain 2 of 4. The patient was advised to cancel treatment. The patient reportedly observed a fluid leak in the cassette housing on the cycler. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments missed. A retrieval kit was sent to the patient for the return of the cycler set for investigation at the plant.

Manufacturer narrative:
An actual sample was received by the manufacturer. During disinfection a leak was confirmed. A visual inspection revealed a hole in the cassette film. The hard plastic was inspected and no damages were found. A product history review did not reveal a probable cause for the customer complaint. A device history review was performed and no nonconformances or abnormalities during the assembly of the lot were found. The product was manufactured within specifications.